Event description:
In 2006, patient had catastrophic onset of dyspnea and hypotension. Emergent heart surgery performed. Failure of mechanical aortic valve noted. Patient expired on two days later from post-operative complications.